Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device started to smell. Per follow up information received via mail on (B)(6) 2026, wo has been opened 2 days ago according to request from sales. So far device has not been sent to service partner for evaluation. Per follow up information received via task on (B)(6) 2026: on (B)(6) 2026, another bd representative was contacted by phone by another nurse, who reported that one of the nicu¿s arctic sun devices with serial number (B)(6) emitted a chemical odor. Later the same day, a similar issue was reported with their second device, serial number (B)(6). On (B)(6) 2026, the bd representative met with the hospital¿s medical technician. They had placed the first arctic sun device (sn (B)(6)) in a storage room due to the intensity of the odor. When entering the larger area, it felt like walking into a chemical wall. Remaining in the room was not possible, so the device was moved into the corridor to continue working. Additional information received via task on (B)(6) 2026, nurse contacted the representative by phone and reported that their arctic sun device with serial number (B)(6) emitted a strong chemical odor. Staff had experienced a chemical smell during the two most recent treatments but were initially unable to identify arctic sun as the source. Over the weekend, the device was placed in the nurse's office. When they returned on monday, they were unable to remain in the room due to the intensity of the odor. The device was subsequently transported to (B)(6) to get it out of the unit and placed in an isolated room with active ventilation or extraction. The representative went onsite to collect the affected device. The device had been stored for several days in a room with active ventilation. Despite this, the odor was immediately perceived as very strong when approaching the device. Representative performed the following actions: powered on the device, read device operating hours, transferred protocols to the loan unit, downloaded csv files, drained the device of water, removed the fdl prior to transport, packed the device for further handling. Total time in close proximity to the device was approximately 40 minutes. After completing the work, when the rep entered her car, she noticed that she had developed a severe headache, which immediately associated with the chemical odor and also observed that the odor persisted in nose and on left hand, despite multiple hand washes. The odor remained throughout the evening but had disappeared the following day, as had the headache. It was unknown what medical intervention was provided.